Event description:
Boston scientific crm received information that the patient was told by his physician that the left ventricular lead is fractured. No adverse patient effects were reported.

Manufacturer narrative:
Technical services recommend discussing the nature of lead fracture with physician and the physician's intention going forward in dealing with this lead. No additional information is available at this time. If additional information becomes available, this event will be updated. This lv lead was elected to surgically abandon during device upgrade. No adverse patient effects were reported.